Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during surgery of the removal of the bladder, the needle broke while suturing the dermis. The broken needle was removed and the procedure was completed. It is unknown if there was a delay in surgery. There was no harm to the patient.

Manufacturer narrative:
Samples received: 1 open unit, needle broke. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. The broken needle has been analyzed and it can be seen that the needle broke in the attachment area with the thread. There is a part of the needle still attached to the thread. There are marks of the needle holder in both the part attached to the thread and in the broken needle in the closest area to the attachment. Remarks: as indicated in note/precautionary measures from the instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking". According to the sample condition suggest an improper handling of the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. The needle received suggests improper handling of the needle as there are marks of the needle holder in the swage area. Nevertheless, note of this incident is taken and if any closed sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.